Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, the ivus catheter failed to produce an image. It was also noted that air was not removed during preparation for flushing. The procedure was completed with the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.